Event description:
Reporter noted error code, then unit shut down during surgery. Switched out unit to complete the case. No injury reported. Additional info received on 7/2001 indicated pt's lens clouded to the point it had to be removed with phaco fragmentation, as an additional procedure. Surgeon unsure if delay for equipment change out caused the lens to cloud.